Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a few months ago from date manufacturer was made aware.

Event description:
It was reported that patients needs to charge the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.